Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire were selected and used for treatment. Upon completion of the atherectomy procedure, during removal of the rotalink¿ plus device, it was observed that the tip of the rotawire was detached. The devices were removed from the patient's body; however the detached small tip of the wire was retained inside the patient's body. The procedure was completed with these devices. There were no further patient complications reported and the patient's condition was stable.